Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that the physician shuttled down to expose the advancer tube, however, the advancer tube was missing. The device was removed and the patient was converted to manual compression. Successful hemostasis was achieved after 15 minutes. The patient was ambulated and discharged to home the same day with no reported clinical sequela. Per the aci sales professional, it was reported to him that the physician did not shuttle down far enough. This was also the physician's first experience using the cadence. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1101102) indicated that the mynx device met all established performance criteria prior to shipment.